Event description:
The information received indicated that during a procedure to treat a stenosis in the right femoral artery, via a left iliac artery approach (cross over procedure), the diagnostic catheter was brought to the lesion without resistance, despite a tortuous and calcified vascular path. The catheter was removed without resistance, but upon removal the physician noticed that the distal tip of the catheter had separated. The device separated by the distal shaft at the level of the irrigation holes. The length of the separated segment is unknown. The separated segment was quickly located in the left iliac artery. For approximately 3 hours, the physician tried to remove the separated tip with no success. The separated tip migrated from the left iliac to the right iliac due to the attempts to withdraw it and the blood flow. It was then impossible to remove the separated tip, which remained in the right iliac artery. The stenosis was treated with a balloon. The patient is currently fine. An additional postoperative anticoagulant medication was going to be prescribed and the patient was scheduled to a control angioscanner within one month from the event. The device was not resterilized.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15166237 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15166237. The body / tip hub subassembly lot 15164832 was reviewed. (B)(4). No other issues were noted that were considered potentially related to the complaint reported. The fusing machine parameters and pull test results were reviewed and no anomalies were found. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Please note that the product was returned for evaluation. During a procedure to treat a stenosis in the right femoral artery, via a left iliac artery approach (cross over procedure), the 4fr nylex diagnostic catheter was brought to the lesion without resistance, despite a tortuous and calcified vascular path. The catheter was removed without resistance, but upon removal the physician noticed that the distal end of the catheter had separated near the side holes. The separated segment was quickly located in the left iliac artery. For approximately 3 hours, the physician tried to remove the segment with no success and it migrated from the left iliac to the right iliac due to the attempts to withdraw it against the blood flow. It was then impossible to remove the segment, which remained in the right iliac artery. The stenosis was treated with a balloon. The patient is currently fine. An additional postoperative anticoagulant medication was going to be prescribed and the patient was scheduled to a control angioscanner within one month from the event. The device was not resterilized. There were no anomalies noted out of the package or during prep. No resistance was met while advancing the device. No excessive torquing was required. It is unknown if the device kinked in the area of separation. No resistance was met while withdrawing the device. One non-sterile 4fr nylex diagnostic catheter was received coiled inside a plastic bag. The distal end of the catheter was not received. An elongation was observed at the fuse area of the body and the tip. Blood residues were found on the catheter. No additional anomalies were found. According to the sem analysis, an elongation can be observed through the whole circumferences of the distal end; elongations are a characteristic that suggest possible stretching. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no mechanical surface damage was observed. The exact cause of the separation could not be conclusively determined. The outer and inner diameters were measured next to the body-tip separation and were found within dimensional specification. A meeting was held with dx pet representatives concluding that distal separation is not related to the manufacturing process because material transfer was observed on the fusion area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The distal shaft separation was confirmed; however, there are no indications that this is related to the manufacturing process. Review of the available information suggests that some procedural factor (causing elongation) may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
There were no anomalies noted out of the package or during prep. No resistance was met while advancing the device. No excessive torquing was required. It is unknown if the device kink in the area of separation. No resistance was met while withdrawing the device. The product is available for evaluation but has not been returned yet. Additional information will be submitted within 30 days from receipt.